Manufacturer narrative:
(B)(4). The lot number, expiration and manufacture date for the catheter was corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to the patient falling, the intrathecal catheter migrated. The patient experienced lack of pain relief as a result of the catheter migration. The catheter was subsequently explanted and replaced.